Manufacturer narrative:
(B)(6). (B)(4).

Event description:
Preoperative diagnosis: degenerative disc disease with stenosis w/ mechanical back pain, radiculopathy, l4-5 (B)(6) 2011: the patient presented to undergo the following procedures: posterolateral fusion, l4-5; posterior spinal instrumentation, l4-5; transforaminal interbody fusion through a right sided approach at l4-5; interbody instrumentation using cage, l4-5; autologous local bone grafting augmented with rhbmp-2/acs and demineralized bony matrix. Autologous local bone, rhbmp-2/acs and demineralized bony matrix were placed at the area out of the gutters, spanning the transverse process of l4 and l5 bilaterally. No complications were reported. Preoperative diagnosis: status post l4-5 transforaminal interbody fusion with pseudoarthrosis. (B)(6) 2012: the patient presented to undergo the following procedures: removal of instrumentation, l4-5; exploration of fusion, l4-5; anterior interbody fusion, l4-5; interbody instrumentation w/ cage, l4-5; autogenous left iliac crest bone grafting, harvested through a separate subcutaneous and fascial incision, augmented with rhbmp-2/acs and demineralized bony matrix. After the endplates were decorticated, autogenous bone graft and rhbmp-2/acs was placed on the far lateral aspect of the disk space. The proper sized cage was selected, 14mm, filled with autogenous bone and a small strip of rhbmp-2/acs, and was impacted in place to span the disk space from l4-5. No complications were reported. The patient's post-operative period was marked by severe, painful, and debilitating complications which included, but were not limited to, the need for additional surgery, painful medical treatment, extreme pain, nerve damage, nerve impingement, and severe exuberant, ectopic bone formation. The severe, painful, and debilitating complications which marked the patient's post-operative period continue to present day and will likely continue into the foreseeable future.